Manufacturer narrative:
The investigation, including root cause analysis, is in progress. The device history records (DHR) were reviewed and the associated device was released based on the manufacturer's acceptance criteria. A root cause has not been identified. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B)(4).

Event description:
A surgeon reported that less than one month following lasik, he had three patients with unexpected refractive outcome. The surgeon indicated that he planned on observing these patients closely, as they were still within the healing process. Additional information has been requested. There are three medical device reports associated with this event. This report is for the patient who had previous intraocular lens implantation with limbal relaxing incisions (patient 2 of 3).